Event description:
The complainant contacted leica biosystems and the following information was documented: "customer reported both under processed fatty breast tissue as well as over processed gi/ bx samples..." On (B)(6) 2022, the assigned leica technical specialist-core histology (fas) visited the customer site and documented that the affected patient tissue samples involved in this event were "fatty tissue" which were reprocessed using a different but unspecified peloris instrument. The size(s) of the affected patient tissue samples and the reprocessing regimen were not provided to the manufacturer.

Manufacturer narrative:
The root cause of the problem reported by the complainant was a use error. The reagent in bottle 6 (ethanol) was not completed in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Specifically, bottle 6 (ethanol) was not removed from the instrument for sufficient time to replace the reagent, and a user affirmed in the graphical user interface of the instrument that the ethanol concentration in bottle 6 (ethanol) was to be set to the default value of 100% at 11:45am on (B)(6) 2022. The ethanol concentration in bottle 6 would have remained unchanged at 82.7% due to this use error. This reagent was either used for the final dehydration step or reagents contaminated with water introduced from bottle 6 (ethanol) were used in processing steps of six (6) tissue processing runs, which either started or completed between 15:35pm on (B)(6) and 06:25am on (B)(6) 2022. The minimum concentration required for ethanol when used in the final dehydration step in a tissue processing run is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples.